Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported that the patient has been experiencing dampened waveforms since their sensor implant. A right heart catheterization was done and confirmed good correlation of values. However, recently the patient has experienced difficulty with taking sensor readings. Patient will continue to follow up with their physician.